Event description:
Itc bio qc supervisor reports injury to right hand index finger with whole blood control. The operator was using a syringe to transfer the control into an a202 tube when she pricked herself with the needle. No report of serious injury or administration of medical treatment. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: process evaluation. Device history record for control lot was reviewed. No ncmrs, complaint trend identified. Result: no failure detected. Conclusion: use error caused or contributed to event. Itc has requested all data required for form 3500a.